Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction that consisted of redness, pustules, infection underneath sensor pod area and a swollen arm. The reaction was treated with a prescription of oral antibiotics on (B)(6) 2023. At the time of the report on (B)(6) 2023, the patient was feeling better and still taking antibiotics. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.